Manufacturer narrative:
The initial report had the incorrect information related to treatment in summary narrative which need to be deleted. The correct information has been provided with this report. (B)(4).

Event description:
The customer was not treated with insulin infusion since insulin infusion is not used for hypoglycemia.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that customer was hospitalized and emergency medical services were dispatched due unconsciousness and low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 20 mg/dl and current blood glucose value was 154 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Customer stated that the hospitalization treatment was with intravenous insulin infusion. No information about auto mode was given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.